Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Large distal gap. Used planar probe. Was 2mm deep on the distal cut. 0.8 and 0.9 proud on the anterior and anterior chamfer cuts respectively. We believe that this may be surgeon technique. The surgeon is a consultant and we need this robot¿s cases looked at by engineers and the robot checked out. Had to go cemented and dr boucher wants to go cementless. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported ¿large distal gap. Used planar probe. Was 2mm deep on the distal cut. 0.8 and 0.9 proud on the anterior and anterior chamfer cuts respectively. We believe that this may be surgeon technique. The surgeon is a consultant and we need this robot¿s cases looked at by engineers and the robot checked out.¿ product evaluation and results: not performed as case session data was not provided. Product history review review of the device history records associated with rio 947 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. The complaint record numbers are: 2116076 conclusions: the failure could not be determined as the session file provided could not be opened and appears to be corrupt. A request for the session files has been issued. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - inaccurate resection. H3 other text : device not returned.

Event description:
Large distal gap. Used planar probe. Was 2mm deep on the distal cut. 0.8 and 0.9 proud on the anterior and anterior chamfer cuts respectively. We believe that this may be surgeon technique. The surgeon is a consultant and we need this robot¿s cases looked at by engineers and the robot checked out. Had to go cemented and dr boucher wants to go cementless. Case type: tka . Surgical delay: 16-30 minutes.